Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was stating to remove the cartridge when there was no cartridge in the analyzer. The batteries were removed and the analyzer was still stating to remove the cartridge. The analyzer was opened and a visual inspection found a burned component. Based on the info at the time, there was no injury associated.